Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown concentration and dose via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the pump started to alarm on (B)(6) 2017. The patient was hearing a quiet alarm. The patient was hearing a single tone alarm. The patient was supposed to get the pump filled on (B)(6)2017, but she did not have a pump healthcare provider (hcp) to do the refill. The patient had been calling hcps and her primary care physician (pcp) had been sending referrals, but no hcp had agreed to take a patient they did not implant or they are not taking new patients. It was stated that the patient was legally blind. There were no symptoms reported. There were no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.